Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused esophageal cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused a patient esophageal cancer. The patient did not report to receive medical intervention. After the final attempt to have the device and components returned for evaluation, the customer stated that if he ever gets a new one then he will return the old one. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.